Event description:
Ous MDR - after an implantation period of about 21 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik. Apart from the shocks, no adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 31 cm proximal to the tip. Only the distal lead segment was returned for analysis. The inspection revealed several signs of wear along the received lead segment with a damaged insulation at these positions. In particular, the conductor cable to the rv shockcoil was found outside the lead body in the area of the tricuspid valve, as mentioned in the complaint description. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. From the x-ray images received for analysis, no further conclusions can be drawn. Further inspection revealed explantation damages i.e. The rv shock coil was found deformed. The analysis did not reveal any sign of a material or manufacturing problem.